Event description:
During a laparoscopic assisted vaginal hysterectomy, the surgeon placed the maryland bipolar shears on the patient's abdomen. He inadvertently stepped on the foot pedal, causing a 2 mm superficial burn to the patient's abdomen. A contributing factor was that the gyn laparoscopic pack was not available. This pack contains an instrument pouch which would have held the shears. The or was also out of the alternative instrument pouch.